Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng; inratio: 1.4; clinic meter: lab. Date: (B) (6) 2010; inratio 1.5; clinic meter: 2.5; lab: 4.8. Date: (B) (6) 2010; inratio: 2.1; clinic meter: 2.3; lab. On (B) (6) 2010, the pt's blood was sampled with microsafe tube and the clinic meter got a 2.5. The same fingerstick was used for the inratio2 meter which got a 1.5. Caller did not know the time frame between fingerstick testing a lab test.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B) (6) 2010; inratio: 1.5 inr; reference: 2.5 inr; mean: 2.00; confidence limits: 1.3-2.7. Date: (B) (6) 2010; inratio: 2.1 inr; reference: 2.3; mean: 2.20; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010. Inratio meter = 1.5 inr. Lab = 4.8 inr. Mean = 3.15; confidence limits = 1.9-4.6. Per description, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside of the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation.